Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 05/02/2016. The incident sample was not returned for evaluation however a photograph was provided. Review of the photograph confirmed the gel was missing and the foil was exposed. This was due to an assembly error. No trend has been identified for this failure mode. Review of the manufacturing records did not identify any pertinent entries. The lot was released meeting all specifications.

Event description:
The distributor reported that one of the patient return electrodes did not have any gel on it. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date of initial report: 05/02/2016. Date of follow-up report: 03/15/2017. Evaluation summary: the device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. The returned product did not meet specification as received. Visual inspection found all of the gel to be missing exposing the foil. The customer reported condition that the patient return electrode did not have any gel was confirmed. The investigation found the conductive polyhesive gel to be missing exposing the underlying foil. The investigation determined the root cause to be a manufacturing assembly error; however, the exact root cause could not be identified. Corrective action has been issued to prevent this issue from reoccurring. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.